Event description:
Same case as 2134265-2018-60442. It was reported a pericardial effusion and possible perforation occurred. An intellamap orion mapping catheter and an intellanav oi ablation catheter were selected for use during an atrial fibrillation and atrial flutter redo ablation procedure. After the left atrial map was completed, the orion was left in the left atrium. An intellanav oi was placed into the left atrium using a zurpaz sheath. At that time, the patient's blood pressure dropped considerably. Echocardiography was called; there was fluid in the pericardial space. The catheters and sheaths were removed from the left atrium due to pericardial effusion. A significant amount of blood was drained from the pericardial space and the patient was sent to the operating room due to bleeding and for possible surgery. It was determined the bleeding into the pericardial space fixed itself. The rest of the bleeding was due to the drain that was placed hitting the liver. The patient was expected to fully recover. There had not been any device issues during the procedure. The physician suspected a possible perforation while mapping in the left atrium with the orion; however, he wasn't sure.